Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown trident cup; cat# unknown; lot# unknown. Unknown x3 liner; cat#unknown; lot# unknown. Unknown biolox head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Dr reports patient a status post bilateral hips done on (B)(6) 2019 now has a left hip infection in which dr request instrumentation to remove the cup stem liner and head and replace with a temporary antibiotic cement spacer. Dr reported it necessary to perform a femoral osteotomy in which he placed 2 dall miles cables to reduce after removing the hip stem. An antibiotic laden hip spacer was placed and surgical site was closed. No more information is available.